Event description:
Medtronic received a report that the pipeline flex shield device was partially outside the microcatheter during recapture, with loss of pusher width evident, and was ultimately released from the microcatheter that had only partially contained it. The phenom 27 microcatheter showed non-return marks located very deep inside and was removed with the pipeline device partially out. The navien catheter fell from its position, leading to loss of support and microcatheter displacement. The patient was undergoing treatment of an amorphous, unruptured aneurysm of the right internal carotid artery, posterior communicating segment with a max diameter of 3.4 mm and a 2.2 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone was 3.6mm distally and 3.3mm proximally. The access vessel was neuron 088.  Dual antiplatelet treatment (dapt) was administered. The pru level was acetylsalicylic acid clopidogrel.  It was reported that the phenom 27 microcatheter is moved to the working table with a synchro 0.014 soft micro guidewire. The phenom 27 microcatheter is positioned at the bifurcation of the right middle cerebral artery supported by the synchro micro guidewire. The synchro micro guidewire is removed, leaving the phenom 27 microcatheter distal to the aneurysm to be treated, which is located in the right internal carotid artery, posterior communicating segment. The pipeline flex shield technology 4.00mm/14mm flow diverter device is moved to the work table after taking measurements in the vessel to be treated. The hypotube containing the pipeline device is flushed with heparinized saline, then transferred from the hypotube to the phenom 27 microcatheter and advanced until the pipeline device is in position for initial deployment. The pipeline device is deployed at the top of the right internal carotid artery and its release continues, but we lose position of the microcatheter because the navien catheter that supports the phenom 27 microcatheter falls from its position, for this reason it is necessary to recapture the pipeline device to reposition it from the carotid top. In the recapture of the pipeline device, which is a maneuver known and well performed by the treating physician, it is seen by angiographic image that the non-return marks are located very deep inside the microcatheter and the pipeline device is still evident out side the microcatheter, the loss of the pusher width with the pipeline device is evident. The phenom 27 microcatheter block is removed with the pipeline device partially out of the microcatheter. Upon reaching the hemostatic valve, the pipeline device is released from the microcatheter that had partially contained it. An angiographic control was performed and no anatomical damage was evident. Another microcatheter and a new pipeline device were passed, achieving a successful outcome of the procedure. The patient wakes up from general anesthesia without any deficits and goes into recovery, thus completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.   Ancillary devices include a micro guiasynchro 0.014 guidewire , navien 058 guide catheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that kickback was encountered. The pipeline device lost its anchoring to the pusher in the reinsertion pad, therefore it could not be recaptured inside the microcatheter and remains trapped inside the microcatheter, for this reason they were removed and could be used. The navien catheter is not reported or sent because it only lost its position, it retracts or goes down due to the tension generated by the phenom 27 micro catheter with the pipeline device, but the navien catheter is not compromised, it is completely functional. The tensions generated by the phenom 27 microcatheter when advancing the pipeline device through the patient's anatomy and not maintaining the load on the navien catheter at the time of advancing the microcatheter are factors that could have contributed to the navien falling out. The anatomy could have been a contributing factor to the release of the stent from the reinsertion pad when attempting to recapture it.

Manufacturer narrative:
B5 updated h6 updated - based on review of previously reported information, there was no resistance encountered, therefore a0509 and a0510 have been removed. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the navien catheter did not present a failure in the procedure.

Event description:
Additional information received reported the cause of the stent partially outside of the catheter was the loss of width with the pusher (resheathing pad) is evident in the proximal segment of the pipeline device. No resistance is described in the report sent, the loss of the pipeline anchor with the re-sheathing pad is described. It is not possible to resheath the pipeline device, hence its presence outside the microcatheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage was observed to the pipeline pushwire or catheter. There was no premature deployment. The navien catheter that supports the phenom 27 microcatheter fell from its position, which also loses the position where the pipeline device was being deployed. Was forced to recapture the pipeline device to reposition it. In the recapture maneuver inside the phenom, the loss of the anchor with the resheathing pad is evident. The pushwire doesn't rotate. It only retracted when we began the re-sheating maneuver. There was no friction during delivery or positioning. The pipeline did not jump during deployment. Another microcatheter and another pipeline are used to complete the procedure. The catheter tip was not under stress. When deploying the pipeline the entire microcatheter retracts, not just the tip, to allow deployment of the device. This is a normally expected movement.

Manufacturer narrative:
Product analysis # (B)(4):equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 catheter outer cartons; and inner pouches. The pipeline flex shield device was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads, or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and slightly damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿device opens prematurely¿ as the pipeline flex shield braid was found to be fully opened and damaged. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. However, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance during re-sheathing/failure to resheath and catheter kick back as the no defect was found with returned pushwire and phenom 27 catheter. No resistance was observed during testing. (Nikkhs2 2025-08-12) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.